Event description:
On (B)(6) 2014, a (B)(6) year old male with a history of post-traumatic stress disorder (ptsd) jumped out of a moving car operating at a high speed. The patient was found to have a glasgow coma score (gcs) of 3 on scene and the same score outside the hospital. The patient was also found to have a left sided subdural hematoma, left frontal contusion, and a bifrontal traumatic subarachnoid hemorrhage (tsah). The patient was transferred to (B)(6) for a higher level of care. Patient had an emergent left hemicraniectomy on (B)(6) 2014 and was enrolled into the (B)(6) trial. A zoll quattro catheter was placed into the patient's right femoral vein by the anesthesiologist. Insertion of the catheter was performed by an experienced physician. Insertion of the catheter was smooth and only one attempt to insert the catheter was made. No other adjunctive temperature management procedures were performed on the patient. Cooling was initiated on (B)(6) 2014 at 6:53. Patient experienced grade 3 hypophosphatemia on (B)(6) 2014 at 7:30, whereby his phosphorus levels dropped to 1.5 mg/dl. Patient was given sodium phosphate on (B)(6) 2014 at 02:36 and on the same day the patient's phosphorus levels returned to 3.4 mg/dl. Investigator indicated that the reported hypophosphatemia was related to the study procedure however, it is not related to the device. On (B)(6) 2014, the patient had a fever. Patient also experienced pneumonia on (B)(6) 2014 during the temperature control procedure. The reported pneumonia was discovered via chest x-ray. Patient was given antibiotics for the pneumonia (cefepime and vancomycin) on (B)(6) 2014. Bonchoalveolar lavage bal culture was taken and results were positive for negative gram rod and were later on (B)(6) 2014, defined as staphylococcus aureus and serratia marcescens. All blood cultures were negative. Investigator indicated that the reported pneumonia was possibly related to the study procedure, however, it is not related to the study device. The chest x-ray performed on (B)(6) 2014, also showed that the patient had a mild left retrocardiac subsegmental atelectasis and bilateral layering pleural effusions, with the right being greater than the left. Underlying consolidation and/or atelectasis cannot be excluded. On (B)(6) 2014, the patient's partial pressure of oxygen in the blood (pao2) went from 51 down to 41. The patient's partial pressure of carbon dioxide pco2 went to 27 and then 30. Another bal was performed on (B)(6) 2014 which tested (B)(6). All blood cultures were negative. On (B)(6) 2014, it was found that the patient's lungs were clear and afebrile. On (B)(6) 2014, the patient's pneumonia was resolved without sequelae and there was no presence of a fever. The patient's condition improved and he was neurologically stable and awaiting rehab placement. He was discharged home on (B)(6) 2014 in stable condition. No further information was provided.

Manufacturer narrative:
Per the site, pneumonia was treated with antibiotics and was resolved without sequelae. It is also common in mechanically ventilated tbi patients and is a known complication of hypothermia treatment. Per the site investigator, the event may have been possibly related to the treatment, however, it was not related to a device malfunction. There were no alleged deficiencies with the zoll device. The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.